Manufacturer narrative:
Mask cushion not fully inflated. No hole identified. Possible root cause insufficient quantity of air in cushion during the assembly process.

Event description:
Mask did not fit the baby's face appropriately and feels smushed/deflated while in use. No hole apparent. No harm to patient. Changed out for another mask.